Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device broke during impaction.

Manufacturer narrative:
Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 4 years 2 months before it fractured, which was manufactured in mar 2012 and has been used in an unknown number of surgeries. According to the results of an earlier investigation ((B)(4)), this type of failure is attributed to the devices being subjected to higher stresses.